Manufacturer narrative:
Product was discarded by the customer.

Event description:
It was reported that during a surgical procedure at the user facility the tip of the device fractured and fell into the patient's hip canal. It took approximately thirty minutes for the surgeon to locate and remove the device fragment from the patient, which resulted in additional anesthesia being administered to the patient. The procedure was completed successfully.